Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they were experiencing high and low blood glucose levels. The customer had a high blood glucose of over 400 mg/dl at the time of the incident. The customer was at 55 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as mental confusion. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as every time they bolused, they went low. Troubleshooting was completed but did not resolve the issue. The customer noticed the time on their pump was incorrect and the pump was exposed to an MRI machine. The customer reported a broken holster clip. The insulin pump will be returned for analysis.